Event description:
It was reported that medication from the primary and secondary IV container was delivered simultaneously. The primary infusion was programmed to deliver 500ml of medication (medication and delivery rate unknown). The secondary infusion was programmed to deliver 100ml of vancomycin at a rate of 110ml/hr. The customer reported that the primary IV container was hung on a fully extended hanger that was supplied with the secondary IV set. It was observed that the issue was resolved when the primary IV container was lowered utilizing two hangers. The customer also stated that there was no patient injury.

Manufacturer narrative:
(B)(4). Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300ml/hr. The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.